Event description:
The field service engineer reported on behalf of the facility a colleague infusion pump with an 812:05 failure code. It is unknown when this condition occurred. During evaluation by baxter, it was determined through the event history that the reported condition occurred during delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. This is involving a pump with software version (B)(4) which is categorized as remediated. No additional information is available.

Event description:
On (B)(6), 2010, a doctor reported that a patient had to return to his office to have her fillings redone because the demi handpiece that was used had not cured the composite material. This is the second of three reports.

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was confirmed but not reproduced. The assignable cause is not a component; however, it is a cascade error after the occurrence of another failure. No further action was taken.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).